Event description:
The customer reported that after sealing, the jaws of the device would not open. The device was removed from tissue with no tissue damage, but the removal resulted in oozing. Another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.